Event description:
It was reported that the downstream occlusion seal was torn and the screen periodically goes white. Per reporter, the issue was discovered during testing and there was no patient involvement. Evaluation of the returned device confirmed the torn downstream occlusion seal.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Visual inspection found the downstream occlusion (dso) seal was torn. This indicated a reportable malfunction based on the dso seal physical condition. The dso seal was replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.